Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor and fuse need to be replaced. The customer had repairs completed by a third party. The system was found to be working and put back into service.

Event description:
The customer reported, "neither one of the monitors are working, will not power up. There is no report of tp injury or death.